Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device. The reaction consisted of a rash with redness, inflammation, pimples, blisters, a scar and dry skin at and around the sensor patch adhesive. The patient had itching and burning sensations in the area. After the event the patient¿s parent treated the area with over the counter topical cream. The parent stated that the scar was present 4 months after the skin reaction occurred. No additional patient or event information is available.